Event description:
In situ measurements revealed affected channels. No trauma or change in health was reported. Parents also noted no change in hearing performance with the device. The recipient was re-implanted on (B)(6) 2019. This report refers to 9710014-2019-00539. For further information please refer to this report.